Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap autosv device. There was no report of serious or permanent patient harm or injury. No other clinical information or medical interventions were reported. The device was returned to a third-party service center for evaluation. Evaluation result stated that the complaint was confirmed, and the technician confirmed visible of foam particles during device evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.